Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue during the load step in which the pump pushed all the insulin out of the filled cartridge. The patient confirmed the pump had not been exposed to trauma or moisture. There was no patient injury associated with this issue.